Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform pump reset, completed reset with assistance, did not experience repeat cgm error, and successfully started new sensor session.